Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that was broken was not confirmed or reproduced during product evaluation. The assignable cause for the reported problem was not identified. There was no repair done to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.03.00. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump that was "broken". It is unknown when this event occurred; however, it occurred during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.